Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for one pt. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were not reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched for this event. A bci field service engineer (fse) did not evaluation the instrument. A review of the instrument logs indicated that no errors were posted to the event log. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.